Event description:
Towards the end of the case, the surgical technologist was cleaning a cobb elevator that had been used throughout the case and he discovered that the working end of the cobb was loose from the handle end. He noticed there was "residue" inside the threading where the pieces come togther. We are not sure if this is from our patient or a previous patient. The cobb was passed off of the field, however it had already been used.